Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31623474l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported after the persistent atrial fibrillation procedure with a qdot micro catheter, the patient experienced a cardiac perforation and required a pericardial puncture and extended hospitalization as the patient was transferred to another hospital for surgery. During the procedure, the patient's blood pressure became abnormally low. Transthoracic ultrasound showed a tamponade. The doctor performed a pericardial puncture to drain blood from the pericardium. The patient was transferred to another hospital for surgery. Additional information was received. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of cardiac surgery for perforation of the left atrial appendage (laa). Prior to noting the cardiac perforation, ablation was performed. The energy source used when the adverse event occurred was radio frequency (rf). No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure with abbott brk needle. Number of performed rf ablations were 99. No evidence of steam pop. The event occurred during the ablation phase. The flow irrigation settings were qmode+ high 8ml/min low 2ml/min, qmod high flow max 15ml/min, high flow min 4ml/min, and low flow 2 ml/min. Force visualization feature used was dashboard. Visitag module parameters for stability used were max distance change 3mm min time 3s, fot 25%, min force 3g, and tag size 3. No additional filter used with the visitag. Color options used prospectively was tag index. Correct catheter settings selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).